Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colonoscopy procedure, the device was used to close the mesenteric tissue. When the surgeon cut the end of the suture, it didn't fixate at all. The tissue was seen to be sliding back. The surgeon was forced to use a conventional suture in order to complete the case. The patient had undergone chemotherapy/ radiation treatment. There was no patient injury reported.